Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted call service 069 alarms. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: on investigation, the alleged call service alarm issue was duplicated in the evaluation. The pump powered up to a hard call service 069 alarm that was not cleared by pump reboot. The remaining testing could not be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board.